Event description:
It was reported that the connector (luer lock) of a clearlink system; non-dehp continu-flo solution set was bent. It appeared that the bag was sealed along the edge, which crushed the port and resulted in the bag not being fully sealed. This issue was discovered when the packaging was opened. The set was replaced to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the actual device was received for evaluation. Visual inspection was performed which identified damage at the male luer filtered cap of the set and defective overpouch seal. The reported condition was verified. The cause of the condition was related to improper coiling during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.